Event description:
Additional information was received that indicated that a lead safety switch for out of range pacing impedances was also observed. The system will be reviewed at the next follow-up. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise oversensing on the right ventricular (rv) channel. Initially, an rv lead fracture was suspected but the noise appeared to be consistent with the minute ventilation signal. The device was reprogrammed and remains in service. The rv lead is a competitor's product. No adverse patient effects were reported.